Event description:
The procedure was atherectomy of the left leg from right leg access. The wire wrapped around the nosecone of the turbohawk ths-ls-c w while trying to exit out the right access area. A 10 goose snare was used to remove the turbohawk without success. The lsc, wire and snare stayed in the body and the patient was sent to surgery. The devices were removed in surger and the patient had a fem pop performed because of a potential issue with the artery access. The patient was discharged home on (B)(6), 2012.

Event description:
The procedure was atherectomy of the left leg from right leg access. The spiderfx wire wrapped around the nosecone of the turbohawk ths-ls-c w while trying to exit out the right access area. A 10 goose snare was used to remove the turbohawk and wire without success. The lsc, wire and snare stayed in the body and the patient was sent to surgery. The devices were removed in surgery and the patient had a fem pop performed because of a potential issue with the artery access. The patient was discharged home on (B)(6), 2012. Please reference MDR 2183870-2012-00156 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.